Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. The customer's biomedical engineer confirmed the reported volume issue. The customer's biomed ran the extended self-test (est) and the short self-test (sst) with the test lung and the tidal volume was accurate. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the tidal volume is not getting up. There was no patient involvement.